Event description:
It was reported that high impedance of 9101 ohms and 9318 ohms was discovered on two diagnostics on a patient's generator during a clinic visit. The device was disabled and the patient was referred for full revision. No known surgery has occurred to-date. No additional information has been received to-date.